Event description:
Asku.

Event description:
It was reported that the client had event in carelink which showed in data exchange log viewer (delv) and it was imported into paceart but client could not find it. Serial number was changed previously in carelink and paceart for the devices but they matched in both systems. Delv showed the data already in paceart. The pacecart remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Further analysis of the event prompted a change. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the client had event in carelink which showed in data exchange log viewer (delv) and it was imported into paceart but client could not find it. Serial number was changed previously in carelink and paceart for the devices but they matched in both systems. Delv showed the data already in paceart. The pacecart remains in service. No patient complications have been reported as a result of this event.